Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Caller was guided by technical support to perform a pump reset, after which the cgm error did not reappear, allowing caller to successfully start their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.